Event description:
It is reported that the surgeon implanted a tibial tray that had expired.

Manufacturer narrative:
It is reported that the surgeon implanted a tibial tray on (B)(6) 2012, that was expired as of (B)(6) 2012. No products were returned, as it was implanted expired in the patient. A review of the packaging labeling setup sheet found that the content of the labeling is conforming to design specification. It cannot be determined with certainty the reason why the expired product was implanted given the expiration dating on the label was to specification. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.